Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While inserting the clip introducer (80216u123), air entered the steerable guide (sgc) and the fluid column dropped. Aspiration was performed. Air continued to enter the sgc. The cds was removed and the sgc was aspirated. The same cds was reinserted, air entered the sgc again and the fluid column dropped; requiring aspiration. No air entered the patient. A new cds was used with the same sgc, without further issue. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak and observed torn material appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.